Event description:
On (B)(6) 2022 the child fell backwards and hit the right back side of his head on the floor. Re-implantation is considered but has not been scheduled yet. An x-ray image is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
On (B)(6) 2022 the child fell backwards and hit the right back side of his head on the floor. Re-implantation is considered but has not been scheduled yet.

Event description:
On (B)(6) 2022, the child fell backwards and hit the right back side of his head on the floor. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.